Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: ng, lab: 8.3. Date: (B)(6) 2012, inratio: 3.4, 9.4.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 3.4, reference: 9.4, mean: 6.40, confidence limits: na. An 8.3 inr result was excluded from comparison test since no corresponding inratio value was provided and reference test was performed a day before other results. Since time between tests exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the pt. Three hours is considered a reasonable length of time between two readings in order for a comparison to be valid. Analysis of customer's data revealed that inratio and reference test result comparison did not meet accuracy criteria. No product is expected to be returned. Retained strip testing performed on (B)(6) 2012, revealed that result comparisons met accuracy criteria. Root cause of complaint could not be determined. Investigation results for retained strip lot#(B)(4). At least two out of three replicates for both donors are within the allowable bias ((B)(4)) for accuracy. No further investigation will be pursued at this time. As of (B)(4) 2012, twenty discrepant result complaints were reported for lot #(B)(4), yielding a complaint rate of (B)(4). This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.